Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016 patient had continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter. Sensor was inserted on 08/02/2016. At the time of contact, no injury or medical intervention was reported.